Event description:
The customer reported the cross arm lock was broken. No pt was involved.

Manufacturer narrative:
The ge svc rep removed and replaced the cross arm lock, assembly drill and retap mounting frame. He cut the doghouse housing opening for longer shaft. He tested for proper operation. The unit is operational.